Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported water was overflowing the reaction cells and a questionable calcium result for one patient sample was received. The initial result was 6.3 mg/dl with a data flag and was reported outside the laboratory. The sample was repeated and the result was 8.5 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The calcium reagent lot number was 69275401 with an expiration date of 12/31/2014. The field service representative found the cuvette rinse volume adjusted too high causing overflow of cuvette rinse. He adjusted the cuvette rinse volume to specification and ran precision which met precision limit guidelines. The customer ran successful qc on all assays. A calcium patient comparison with another cobas c501 was acceptable.